Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient was not receiving insulin due to a blockage which led to high blood glucose level. Therefore, they tried to treat it by a bolus via the pump, but on (B)(6) 2023, the patient went to the emergency room due to high blood glucose level. The patient's highest blood glucose level was 18.9 mmol/l and lowest blood glucose level was 3.1 mmol/l. Moreover, the patient had high ketone level which was assessed as dangerous/life threatening by the healthcare professional. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.